Manufacturer narrative:
Complaint no: (B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis (pd) therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized for the peritonitis event. Treatment for peritonitis was unknown. At the time of this report, the patient was recovering from peritonitis and dianeal therapy was ongoing. On an unreported date, the patient was retrained "on the pd machine." No additional information is available.